Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 10 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 10 malfunction events, where it was reported the devices experienced difficulty engaging and disengaging the brakes there was no patient involvement.

Manufacturer narrative:
5 devices that were pending were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Because of this, the number of reported events has been changed from 10 to 5. 5 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced difficulty engaging and disengaging the brakes there was no patient involvement.